Event description:
It was reported that the pt underwent repair of a prolapsed uterus. Two weeks post operative, extrusion of the mesh was noted. The physician removed the exposed portion of the mesh and the pt is now doing well.